Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a broken wash concentrate ii bottle that leaked. No injury was reported.

Manufacturer narrative:
The customer was sent a replacement.